Event description:
A journal article was received: broken guide wire with intrapelvic protrusion: a technique for removal. Puneet mishra, v.k. Gautam; injury. 2004 dec; 35 (12) :1324-1326. The article reports: patient sustaining a boyd and griffin type 1 intertrochanteric fracture of the left femur underwent a dynamic hip screw fixation procedure. The trochanteric region and proximal shaft of the femur was exposed. The guide wire was inserted using the angle guide. The guide wire was inserted and placed into the femoral head. The surgeon then began reaming with a drill. The surgeon noted that there was an unusual amount of force was needed for reaming. The guide wire was found to be broken at the tip of the reamer. Reportedly the tip of the reamer migrated through the acetabulum into the pelvic cavity. It was noted that the broken guide wire was adjacent to the superior cortex of the femoral neck and the guide wire had bent. The surgeon used another guide wire and inserted inferiorly to the broken guide wire. The angle guide was also used and was aiming for the inferior and posterior quadrant of the head. Reportedly the dhs fixation was completed without impacting against the broken wire. The surgical approached was then extended proximally and the neck of the femur was exposed. On the anterior cortex of the femoral neck covering the broken guide wire area window was marked and was removed with an osteotome. The broken guide wire was dislodged and removed with pliers. The removed cortical bone window was used as bone graft for the iatrogenic defect. Post-operative follow up noted the defect in the femoral neck was undetectable radiologically and the fracture was united without signs of avascular necrosis of the femoral head. A copy of the article will be included in this report. This report is for a drill. It is unknown if it was a synthes device. This is 2 of 2 reports for the same event, complaint #54042.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.